Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, two compass nitinol tipless stone extractors broke during an unspecified procedure. The first device was found broken right out of the package and was not used on the patient. The red support sheath separated near the handle. The second device, the basket formation appeared to "collapse" mid case. Preliminary evaluation of the returned device found the basket formation bent. An unspecified encircle extractor was used to complete the procedure. The device was tested prior to use. A laser was used during the procedure. The patient´s anatomy was not tortious, calcified or scarred. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, two ncompass nitinol tipless stone extractors broke during an unspecified procedure. The first device was found broken right out of the package and was not used on the patient. The red support sheath separated near the handle. The second device, the basket formation appeared to "collapse" mid case. Preliminary evaluation of the returned device found the basket formation bent. An unspecified ncircle extractor was used to complete the procedure. The device was tested prior to use. A laser was used during the procedure. The patient´s anatomy was not tortious, calcified or scarred. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned devices, were conducted during the investigation. A device failure analysis was conducted for the two returned devices. Device 1 was returned in open packaging without the product protector. The handle was in the closed position. Was unable to function test the handle due to damage. The support sheath and basket sheath were separated at the handle. Device 2 was retuned in opened packaging. The handle was in open position. The basket was severely deformed. The handle moves the basket formation, but it does not open or close. The wires of the basket were bent approximately 3 mm from the tip. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify these failure modes prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A lot history search found no other related complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_ntse_rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned devices, and the results of the investigation, the cause could not be established. It is possible for device 2, that a procedural related issue such as the size, shape, and/or location of the stones led to inadvertent basket damage, as the issue occurred during use. No procedural related issues were confirmed, the cause for the damage could not be conclusively established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.